Event description:
Country of complaint: (B)(6). Transplant emergency surgery: threads broke four times during surgery. One time the thread has detached from the armoring. It was a very serious situation, because everything had to go very fast.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 91 unopened racepacks. There are no previous complaints of this code batch. There are (B)(4) units in OEM stock. Tested the knot pull tensile strength of the samples received and the results fulfill the requirement of the OEM. Tested the needle attachment of the samples received and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: not applicable.